Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018, it was reported that the patient began seeing an 8286 (empty reservoir) code on his ptm (personal therapy manager) on (B)(6) 2018. The patient had not missed a refill. His last refill was on (B)(6) 2018, and his next refill was scheduled for (B)(6) 2018. The patient stated that he was allowed 6 boluses a day and he had only been doing 2 a day. The pump was not alarming. The refill date on the ptm said (B)(6) 2018. No patient symptoms were reported. No further complications have been reported as a result of this event.